Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product: scs-ipg-r, upn: m365sc11100, model: sc-1110, serial: (B)(6), batch: 703148, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 103791, UDI: (B)(4). These products were manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to leads migration and charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg and leads revision procedure wherein their devices were explanted and replaced. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to leads migration and the implantable pulse generator (ipg) no longer being functional. The patient underwent an ipg and leads revision procedure wherein their devices were explanted and replaced. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the supplemental MDR in b5 and h6. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product: scs-ipg-r. Upn: m365sc11100. Model: sc-1110. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). These products were manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.